Event description:
Patient reported "capsular contracture Baker grade IV", "pain" and "breast seems larger". This record is for left side. The device remains implanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The Reason(s) for reoperation is/are: capsular contracture, Baker grade IV.Physiological complications are the nature of the reported events, and device analysis typically does not help Allergan determine the cause.